Manufacturer narrative:
E1: patient country: egypt. Patient city: (B)(6).

Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that patient was hospitalized due to diabetes ketoacidosis, hyperglycemia on (B)(6) 2024 and blood glucose level was 400 mg/dl at the time of event and was managed by insulin pen. Patient also tested positive for ketones. Length of hospitalization was 6 hours. No further information available.